Event description:
The customer reported via phone call that they had repeated no delivery alarms. The customer's blood glucose was 130 mg/dl. Troubleshooting found insulin was unable to exit during a fixed prime and the insulin pump alarmed no delivery. Troubleshooting was not completed as the customer did not have a push plunger available. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.